Event description:
Rep indicated a patient with boston sci. Neurostimulator for pain had a cardiac arrest and defibrillation caused the neurostimulator to stop working. Rep didn't have patient name or further information on the patient other than patient's managing hep was dr. (B)(6) in (canada. Rep inquired about compatibility for scs therapy and pacemaker/defibrillators, which technical services reviewed. Troubleshooting was not required. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).